Manufacturer narrative:
The reported events of ¿insulation damaged while suturing the lead¿, loss of capture and low pacing lead impedance were confirmed. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, dent in the insulation occurred while suturing the lead. Intermittent loss of capture and low as well as variable impedance was also noted on the lead. The lead was not used and replaced. The patient was stable.